Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported. The complaint device has not been returned by the customer yet; therefore, no product analysis could be performed. The complaint investigation conclusion code is no problem detected.